Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized due to the event. The patient was treated with vancomycin, ampicillin, tobramycin (doses, routes, frequencies and durations were not reported) and in the following 48 hours, the patient was given cefotaxime (dose, route, frequency and duration was not reported) for treatment of peritonitis. At the time of this report, the patient has recovered from the event and the effluent got clear. Pd therapy was discontinued during the treatment but was later reintroduced. No additional information is available.